Manufacturer narrative:
Analysis of the suspect device would not provide additional relevant information to the reported event.

Event description:
It was reported that a patient was seen post-operatively to have fluids collected and leaking at his incision site. The patient had reportedly gotten rough with his uncle and the battery was found a few weeks later to be exposed. The generator was removed and antibiotics were used for treatment of the patient's infection. A review of the manufacturing records for the patient's implanted devices confirmed that both the implanted generator and lead were sterilized per specifications prior to release for distribution.